Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the recovery room after initial implant procedure. Review of electrocardiogram tracings revealed that the right atrial lead had dislodged into the ventricle. The lead was successfully repositioned without incident. Patient was stable.